Event description:
Mother reported the pt's infusion device was read-out using a software program, and a nurse realized there is sometimes no basal rate delivered for a long period of time. The infusion device and blood glucose meter were replaced and returned for eval. The adapter, cartridge, and infusion set were also returned for eval. The pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.